Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1200 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported when open package, it is found that the guide wire is rusted. When the tube is flushed, there is red rust liquid and floc in the tube, and rust appears on the connector. It was reported this occurred with five devices. This report addresses the second device.